Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.

Manufacturer narrative:
(B)(4). Patient information was requested.

Event description:
The customer reported the device was not switching on. No patient harm reported.